Event description:
It was reported that the health care professional (hcp) called for review of a treated event for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted that the patient was at a chiropractors office having a tens treatment on the shoulder and low back and had received one inappropriate shock. Technical services reviewed and confirmed this was due to electromagnetic interference (emi). The hcp instructed the patient not to utilize tens in the future. At this time, the system remains in service. No adverse patient effects were reported.